Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes and "ventilator inoperative" codes were found in the device's downloaded error log. The device's sensor board, system board and thermistor were replaced to address the issues. The active exhalation control module was found to be broken and was replaced.